Manufacturer narrative:
The solex 7 catheter used at the time of the event will not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed and a root cause could not be determined. Event was serious because required intervention to remove the remaining catheter. Event probably related to solex catheter due to the fact that catheter required intervention for removal. Catheter removal difficulty and dvt are anticipated events and could potentially occur with usage of any catheter. The reported event is probably related to the device and not related to the procedure.

Event description:
The customer contacted zoll and reported that they were unable to remove the solex 7 catheter (lot # unknown) from the patient's body. After some troubleshooting, the customer performed an ultrasound and suspected the presence of a blood clot. The customer consulted the issue with a vascular surgeon, and the surgeon removed the catheter. The customer stated that the patient didn't have any adverse events and is recovering well. The catheter was placed on (B)(6) 2022 and tried to be removed on (B)(6) 2022. The impression was that the catheter was in place longer than the recommended dwell time, documented in the zoll's instructions for use (IFU). As reported by the charge nurse, the surgeon stated that the reported issue was not related to the zoll catheter. The customer did not provide any further information. The catheter was not saved after removal.

Manufacturer narrative:
B2 (outcomes attributed to adverse event) was corrected as per the received additional information. B5 (describe event or problem) was updated with received additional information. H6 (health effect - clinical code) was updated based on the received additional information. H6 (health effect - impact code) was updated based on the received additional information. The solex 7 catheter used at the time of the event will not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation of the catheter could not be performed. The temperature management procedure was completed without any issues and the catheter functioned as intended. Catheter removal difficulty and dvt are anticipated events and could potentially occur with the usage of any intravascular catheter. Event was serious because required intervention to remove the remaining catheter. The ultrasound did not confirm the initially reported dvt. While it is likely that the removal difficulty was related to the catheter, some contribution from the attending physician and nurse's lack of experience with the solex 7 catheter and ivtm procedure as indicated by the off-label indwell time of 11 days, cannot be ruled out. Per solex catheter instructions for use (IFU), the maximum use period is 7 days. Zoll has provided a three-day training for the ivtm procedure including the recent IFU updates to the staff at the customer site.

Event description:
A patient underwent ivtm therapy for therapeutic hypothermia post cardiac arrest. The customer did not provide information on the catheter insertion site and insertion process. The customer stated that the patient was never transported at any point during the treatment. It is unknown whether there were any adjunctive temperature management or relative procedures performed on the patient. The customer contacted zoll and reported that they were unable to remove the solex 7 catheter (lot # unknown) from the patient's body. After some troubleshooting, the customer performed an ultrasound and suspected the presence of a blood clot. The customer consulted the issue with a vascular surgeon. The patient underwent a cutdown procedure, and the surgeon removed the catheter. The presence of the blood clot was not confirmed, and no vessel injury was caused by the catheter. The catheter was inserted on (B)(6) 2022 and removed on (B)(6) 2022. The dwell time of the catheter was 11 days, longer than the maximum use period of 7 days that is instructed by the zoll's instructions for use (IFU). The customer stated that their physicians and nurses are not experienced with zoll catheters. As reported by the charge nurse, the surgeon stated that the reported issue was not related to the zoll catheter. The customer did not provide any further information. The catheter was not saved after removal. The customer stated that the patient didn't have any adverse events during the procedure and is recovering well.

Manufacturer narrative:
The solex 7 catheter used at the time of the event was not returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation of the catheter could not be performed. The temperature management procedure was completed without any issues, and the catheter functioned as intended. The event was serious because an intervention was required to remove the remaining catheter. The event was probably related to the solex 7 catheter due to the fact that the catheter required intervention for removal. While it is probable that the removal difficulty was related to the catheter, some contributions from the attending physician and nurse's lack of experience with the solex 7 catheter and ivtm procedure as indicated by the off-label indwell time of 11 days, cannot be ruled out. Per solex catheter instructions for use (IFU), the maximum use period is 7 days. Zoll has provided a three-day training for the ivtm procedure including the recent IFU updates to the staff at the customer site.